Event description:
Total knee was revised for pain and osteolysis. Upon opening the knee; it was apparent that there was gross movement between the insert and tibial tray of 2-3mm. There was backside wear as well as wear between the femur and insert.